Event description:
Pt had an emergency vp shunt revision on 4/5/95. The physician removed the ventricular valve and discovered a broken connector which was then removed. A new peritoneal connector was then placed.